Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of device. The event report alleges the product was used in a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric sleeve, the surgeon commented that when firing the cartridge into the abdominal cavity, the cartridge staples did not completely close and tore the tissue. He said he tried again with other cartridges having the same previous result. Finally, the surgeon requested another device. The torn tissue was sutured without any adverse impact to the patient.